Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that about 20 minutes ago, the patient was trying to turn it down a little but it did not go down and she started to shake a little. The patient came on the phone and said she wanted to try and increase stimulation. They tried to use the patient programmer. They synced with the programmer and the stimulation was off. It was reviewed on how to turn stimulation back on and this resolved the reported issue. They said the shaking was better. They tried to increase from a 3.90 and encountered upper limit screen. No further complications were reported or anticipated with this event.